Event description:
It was reported to philips that the invasive monitor channel is not activating when cable is plugged in. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.